Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a heart attack in (B)(6) and stopped using the insulin pump at that time. Customer's blood glucose level was 400 mg/dl. The customer treated her blood glucose level with a pen. The customer was hospitalized on (B)(6) 2016 with a blood glucose level of 600 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The high pressure and self-test passed. The device was not returned.